Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The outer package of the powder had a hole in it.

Manufacturer narrative:
No device associated with this report was received for examination. No product contribution to the reported event was identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.